Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test. The root cause of this failure was attributed to a component failure. The following additional observation was not reported by the site but is related to the primary failure: the fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end and the conductor wire was exposed as a result. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (420205-14 /n10180207150) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument (420205-14 /n10180207150) was last used on (B)(6) 2020 on system (B)(4). The instrument had 1 use remaining after the last procedural use. Based on the information provided at this time, this complaint is being reported based on fa findings. The fenestrated bipolar forceps instrument had conductor wire damage with an exposed wire, and with no evidence or claim of mishandling or misuse. While there was no patient involvement, the failure mode identified through fa could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped working. The procedure was completed with no reported injury.